Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was oversensing noise on the right atrial (ra) channel. No changes have been made and the crt-p remains in service. The patient was asymptomatic and there were no adverse patient effects were reported.